Event description:
Procedure type: colon resection. According to the reporter: the staples stayed stuck on the instrument (the tissue were not staples). The operator had to make another section on the rectum.

Manufacturer narrative:
(B)(4).